Event description:
Add'l info rec'd from MFR 11/13/00: MFR is not able to determine a root cause for the baseline issues experienced by hosp. MFR notes that no subsequent issues were encountered. This supports the position that improper zeroing or rezeroing technique may have contributed to the baseline issue. Devices were not returned to MFR. The devices may not be used in a pt for more than 24 hrs, so it is probable that the devices were disposed of.

Event description:
On two different pts, the intrauterine pressure catheter provided questionable varying and false readings on the efm. For one pt the resting tone should have been at 15-20 mm/hg. The intrauterine pressure catheter used showed 40mm/hg. The pt's uterus felt soft during this time. Action was taken to change intrauterine pressure catheter, rezero and check connections.

Event description:
On two different pts, the intrauterine pressure catheter provided questionable varying and false readings on the efm. For one pt the resting tone should have been at 15-20 mm/hg. The intrauterine pressure catheter used showed 40mm/hg. The pt's uterus felt soft during this time. Action was taken to change intrauterine pressure catheter, rezero and check connections.